Event description:
The customer reported that the left side of the monitor went out. The field engineer noted the left monitor would not turn on. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left motor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.